Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was loose connection between hard drive plug and the docking station, a new zip tie was installed, giving more room to the cables so they would not become loose again. The station was rebooted and tested successfully. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed black screen during a procedure. Customer added that the required medications were retrieved from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly displayed black screen during a procedure. Customer added that the required medications were retrieved from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station displayed a black screen. The field service engineer inspected the wiring on both ends of the hard drive and discovered the hard drive power plug from the docking station worked itself loose, when he pulled off the aio. He clipped the zip ties that were pulled too tight and reinstalled new zip ties giving the cable more room to wrap around the goose neck. He also checked the firewall settings, which were on, so he turned them off and the nic card set up was correct. He rebooted the station multiple times, both soft and hard boots to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.